Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage regulator board was replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system had a filament regulator error during a case. No pt injury was reported.